Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 1000 mcg/ml at 359 mcg/day dose, clonidine, 20 concentration at 7.179 dose and bupivacaine 20 concentration at 7.179 dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was previously getting morphine however there was a granuloma so they had to change medications to the fentanyl, clondine and bupivacaine. Since the change in medication, the patient had not been feeling well so he was looking to change the drug to hydromorphone. The reason for call was the hcp would like to know what concentration and dose of hydromorphone he should start the patient on. He would probably want to start patient at 2 m/ml of hydromorphone and start at the lowest dose per day and work up from there. The hcp was in a rush so no further information could be gathered. He was changing the fentanyl (clonidine/bupivacaine) to dilaudid (clonidine/bupivacaine). The refill with fentanyl occurred on (B)(6) 2018 and the patient was having cold sweats and visual disturbances from what he believed was the fentanyl. He was refilling today and would program a bridge bolus. Due to the changes to dilaudid the patient was going to be hospitalized but because the bridge was to infuse over 55 hours he would be doing the removing system contents procedure to remove the old drugs from the catheter and pump tubing. He did not want to keep the patient in the hospital for (55 hours) . No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep would see the patient tomorrow and would do a full system content removal to ensure all the fentanyl was removed. The rep felt most comfortable removing 0.3 ml from the inner pump tubing when performing the full system content removal. The rep completed the final aspiration of the catheter successfully and programmed the final priming bolus of the catheter while on the call.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the doctor was unsure as to what caused the granuloma. He thought that the medication might have been the problem so they changed the medication from morphine sulfate to hydromorphone. The patient was doing well with the medication change and no further problems had occurred. There were no further complications reported at this time.